Event description:
Additional information was received. It was reported that based on the patient¿s follow up CT scan, the endoleak had self-resolved.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, a proximal type I endoleak was observed. The physician decided to implant an endurant cuff however, the endoleak did not resolve. The physician stated that significantly challenging patient anatomy was the cause of the proximal type I endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).